Manufacturer narrative:
It was reported by customer that the white cap of the tap was not properly screwed and was falling out. No product or photo was returned by the customer. The customer complaint of cap loose could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E4. The initial reporter also notified the FDA. See related report number grid. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd undisclosed IV administration set device cap not properly screwed and falls out.. The following information was provided by the initial reporter: "the white cap of the tap was not properly screwed and was falling out. Loss of this plug may put the patient at risk of air embolism. However, no clinical consequences were observed. This reference is the substitution of the device pvc extender l1ocm di3mm+rob3v lipidpvc extender l1ocm di3mm+rob3v lipid ref: di103vg which is not on the market anymore". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).